Event description:
Customer reported a pump alarm identified as alarm 30 during the loading process, which did not cause the blood glucose level to exceed 500 mg/dl. Despite assistance in using the proper loading technique, the customer could not successfully load a cartridge, as the alarm recurred. The technical support team decided to replace the pump, and the customer was instructed to return the problematic pump to tandem. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.